Event description:
The customer was hospitalized for high blood glucose and dka. Troubleshooting was performed. It was stated that the cusotmer reattempted pump therapy using the same infusion set and reservoir and blood glucose levels rose. The customer called back and reported that they had unexplained high blood glucose readings and the pump did not alarm. A fixed prime test and high pressure test were completed and passed.